Event description:
The surgeon inserted an vicm 13.2 implantable collamer lens in the right eye on (B)(6) 2011 and the lens was removed on (B)(6) 2011 due to excessive vault. The lens was replaced with a shorter length lens and this resolved the problem.

Manufacturer narrative:
(B)(4)